Event description:
This lead has out of range impedances, which are too high. It is suspected that the conductor had fractured. The physician is continuing to follow this lead and it is still actively implanted.